Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a heart transplant due to a driveline infection. It was reported that the patient had redness and drainage at the driveline exit site, which was controlled by a very brief course of IV antibiotics followed by a longer course of oral antibiotics. The patient had no active signs or symptoms at the time of heart transplant and had remained on suppressive antibiotic therapy up to the time of transplant. It was felt that the driveline infection was secondary to a driveline pull. No further information was provided.

Manufacturer narrative:
The pump was returned assembled and appeared to have been exposed to a fixative agent prior to being returned. The driveline was severed approximately 4 inch from the pump housing. The severed portion of the driveline was not returned. All parts of the sealed inflow conduit were returned. The sealed outflow graft, outflow graft bend relief, bend relief collar, and outlet elbow were returned. The evaluation of the returned pump confirmed the presence of a deposition inside the pump. The outlet stator revealed a white, soft deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The deposition had minimal flow area obstruction. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A correlation between the device and the reported infection could not be conclusively determined. Device thrombus and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.